Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized the other day for high blood glucose and diabetic ketoacidosis. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The self test and displacement test occurred without incident. The customer stated that he will report further details of the hospitalization at a later time. No products were returned or replaced.